Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer was not detected on bus. A field service engineer replaced l board and lights to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer had failed. The customer reported that users were unable to remove medications from the drawer and which leads to delay. There were no adverse events or injuries reported based on this incident. .